Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Cd diluent list number 99220-02, cd detergent diff list number 99320-01. Evaluation results: dirty aperture plates. In response to this issue an investigation was initiated to further examine the customer's issue. The investigation included a review of the complaint text, instrument maintenance history, a review of labeling, and a search for similar complaints. On (B)(6) 2009, a field service representative (fsr) visited the customer's site to inspect the cell-dyn 1800 instrument. Upon completion of the inspection, the fsr cleaned the aperture plates and ran a precision, which passed. These actions resolved the high plt issue that the customer had reported, and the instrument was performing within specifications. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, preventive maintenance schedule, page 9-3, indicates that cleaning/replacing the aperture plates is an as-required procedure. Section 9, as-required maintenance, page 9-43, provides instructions on cleaning/replacement of the aperture plates. Tracking and trending for the period (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 1800 for discrepant plt results on patient samples. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant plt results on patient samples. This is the final report.

Event description:
The customer stated a cell-dyn 1800 analyzer generated discrepant platelet results for a patient sample. The platelet results were 40 k/ul on the cell-dyn 1800, and 10 k/ul on a coulter analyzer. The physician questioned the results generated by the cell-dyn analyzer because they did not agree with the patient's clinical picture, and no adverse impact to patient management was reported.